Event description:
It was reported that during a laparoscopic sigmoid colon procedure after the first firing, the device was removed from the patient. The device could not be opened at first, but was eventually opened. Then the device was difficult to close and the jaws locked. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was meant by ¿jaws locked¿? Was the user unable to fire the device after the jaws were closed or was the device unable to be opened?

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was meant by jaws locked ? Worked on tissue in patient would not open after removed to replace reload. Customer stated the red safety release did not have the detent position after the firing, it had free travel . Was the user unable to fire the device after the jaws were closed or was the device unable to be opened? Yes it worked fine on tissue. The analysis found that one ple60a device was received for analysis and with two ecr60b cartridge reloads present. Cartridge (b) ecr60b, l53n7c was received fully fired and in good visual conditions. Cartridge (c) ecr60b, l53n7c was received unfired and in good visual conditions. Furthermore, the device was found to have the clamping mechanism damaged. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the clamp arm release and release button were noted worn and damaged in the area where both interact. This damage is consistent with wear that is observed over multiple firings when the user actuates the clamp release without squeezing the closing trigger against the handle. Wear in this area can be reduced by squeezing the closing trigger against the handle, then depressing the clamp release on either side of the device. Maintain pressure on the clamp release and slowly allow the closing trigger to open. No further functional test could be performed due to the condition of the device. However a dry fire was performed and the firing mechanism worked as intended. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.